Manufacturer narrative:
(B)(4). Initial final combined report. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Concomitant medical products: medical product: unknown bearing, catalog #: unknown, lot #: unknown. Medical product: unknown tibial component, catalog #: unknown, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00203, 3002806535-2021-00205. As the product has not been received, the investigation was limited to the information provided. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. The item number and lot number identification necessary to review manufacturing history and the complaint history was not provided. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that a patient underwent an initial knee arthroplasty on an unknown date. Subsequently, a revision procedure due to unknown reason was performed on (B)(6) 2021. It was reported that no further information is available.